Event description:
Customer reportedly received results of 147 mg/dl and 448 mg/dl within 10 minutes on the compact system. The customer did not provide the location where the discrepant results were obtained. No action was taken based on device results. No adverse event reported. L2 control was run and in range. Requested return of suspect device and replacement was sent.